Manufacturer narrative:
H3 evaluation of the returned product found the unit recognized the sensor belt when inserted to the sensor ports, but the unit does not go into monitoring mode when the hook and loop fasteners were attached or connected indicating that the internal wires did not have a good connection. This type of complaint is a known issue and has been addressed via corrective action. The instructions for use IFU were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states never jerk or pull on cord to remove plug from alarm. Doing so may damage the cord or plug and may cause the belt to fail. Always use plastic tab to release the plug. If velcro straps become wet, alarm may not sound. Excess moisture may prevent sensor from activating, increasing risk of injury. If straps become wet, discontinue use until completely dry. If necessary, use a stiff brush to remove dust and lint from hook- and-loop. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer is reporting a compliant on product # 8398. (B)(6) is primary. (B)(6) is secondary contact. Limited information given. Customer states that product is nonspecifically defective. Advise tech services once inspection is completed.